Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right atrial (ra) lead dislodged. It was noted the patient had a hyper-contractive atrial appendage. The lead was inactivated and later removed and replaced. No patient complications have been reported as a result of this event.